Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2014. Patient stated that while driving to lunch, he was alerted by his cgm device of a low blood glucose level and ate three glucose tabs immediately. Patient stated that he did not have his blood glucose meter with him at the time. Patient claimed that at some point he became distracted, slid on gravel and crashed his car into a wall going 35mph. Patient reported that he did not lose consciousness. After hitting the wall, the airbags deployed, bruising the patient's chest. The paramedics tested his blood glucose level and it was 59mg/dl. Patient refused further paramedic assistance and paramedics left; however, the police at the scene requested that the patient go to the hospital due to looking pale and the patient was taken to the emergency room. Patient had x-rays taken as well as mris, blood samples and urine samples performed. Patient was then transferred to another emergency room and then to rehab center kindred care, from which he was released on (B)(6) 2015. The test results showed a fractured pelvis above the right leg. At the time of contact, the patient confirmed that he did not experience any product malfunction and he was properly alerted of his low blood glucose level by the cgm device. Patient stated that his current condition was fine except for pain and a limp.

Manufacturer narrative:
(B)(4).